Event description:
A lot of bleeding, horrible pain, hair loss, worsen depression, cramps, long periods, anemia. Scares of pregnancy, going to emergency room (ER), and then days later bleeding really bad. (Possible miscarriage).